Event description:
The pt reportedly experienced intermittencies with his device. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Testing indicated that the device was functioning. It was decided to proceed with the explant of the pt's device. Surgery to explant the pt's ci device will be scheduled.